Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a vein. A 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced to the lesion. Dilation was performed a few times however the balloon ruptured. At this point, the stenosis was resolved and the procedure was completed using this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a non-bsc guidewire. The guidewire was received in the lumen of the sterling. The outer diameter of the guidewire was measured. Inspection under magnification revealed that the balloon material was torn 13mm on the distal end of the balloon. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a vein. A 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced to the lesion. Dilation was performed a few times; however, the balloon ruptured. At this point, the stenosis was resolved and the procedure was completed using this device. No patient complications were reported and patient's status was good.